Event description:
Thermodilution catheters found to be defective after deployment in right atrium of patient-s- during cardiac surgery. Investigation revealed at least eleven defective catheters from five lot numbers were affected. Problem appears to be exposure of packaged catheter to excessive heat; packaging is wrinkled and warped, compared to packaging not affected. Catheters had to be removed and re-inserted during patient care, causing increased risk of infection, and morbidity. Failure of device not evident until deployed in patient.